Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during pullback of a boston charger .035 6x120 pta balloon, the balloon brought the glidesheath back with it causing it to prolapse. The patient was reported to be fine. The procedure outcome was successful. Additional information was received on 9/10/2018. The procedure being performed was a peripheral procedure (leg case) being performed via pedal access. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and provide the completed investigation results. One 5fr glidesheath slender was returned for evaluation. No other components were received with the sheath. Visual inspection revealed that the sheath was folded in reverse and exited through the valve in the opposite direction. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the boston scientific charger 6mm x 120mm balloon dilation catheter that was used with the sheath could have repeated inflation and deflations of the balloon coupled with off axis movement created a constriction which led to negative pressure around the inner lumen which in turn led to inability of parts of the balloon surface to slide freely without the sheath. Very strong withdrawal forces in such instance led to complete reversal and folding of the sheath through the valve as it followed the withdrawal trajectory of its mated device. However, the exact caused of the reported event cannot be definitively determined.